Manufacturer narrative:
The complaint investigation was performed through evaluation of device engineering logs associated with the reported event on (B)(6) 2026. No product was returned for evaluation. Review of the available device data found no instances of malfunction alerts, no factory reset events, and no motor errors that would indicate inaccurate insulin dosing relative to delivery requests. A dexcom g7 sensor was in use during the reported event. Analysis of the device logs, glucose trends, and insulin delivery records demonstrated that the ilet was operating as intended. The device appropriately generated glucose alerts and adjusted insulin dosing in response to cgm glucose values. Insulin delivery requests occurred at regular intervals except when cgm glucose values were below 80 mg/dl or when insulin delivery conditions limited dosing. The available evidence did not identify a device malfunction or performance deficiency that contributed to the reported hypoglycemic event. Based on the available information, device failure was unconfirmed. The reported hypoglycemic event was attributed to changes in dietary intake and reduced carbohydrate consumption as reported by the user. No evidence of an ilet malfunction was identified through log review

Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 42 mg/dl following decreased food and carbohydrate intake. The user was transported to the hospital by a caregiver via ems where the user was diagnosed in hypoglycemic episode with seizure and treated with glucose tablets and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.